Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on (B)(6) 2025, when the nurse performed puncture infusion on the patient, she found that the leakage of fluid and blood at the isolation rubber plug of the indwelling needle was so serious that it could not be continued to be used, and then it was immediately replaced. (B)(6), china.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4). 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 2) the plant has launched CAPA to further investigate the root cause of the leakage at the septum. Conclusion(s): no abnormality was found in the production process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information is available.